Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector/service code 204) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon investigation, there was an open along the green (+3.3v) wire in the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged connector and that a patient was receiving service code 204 (belt unusable).